Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that another patient had the same issues. Their device had failed and they had unexplained shocks, pressure, and lower back pain. This patient shut the device off, which resulted in pain in the lower back. No other patient information or event details were provided. No further complications were reported or anticipated.